Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts maintenance stated that the foot hi/low cylinder will pump up evenly with the head end, but when it sits overnight, the foot end of the stretcher lowers all the way down. He has isolated the issue to the hi/low cylinder leaking fluid from the top of the cylinder.